Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated that the ins was not charging patient tried several steps already to recharge the ins, they already tried to move around but it will only connect for few seconds and they will disconnect. Patient said that they suspect the ins moved and was not in a flat surface. When asked for event date, patient said that it has always been difficult to charge and then 3 months after it became worst. Patient started recharging session and was able to get good connection after a few while it lost connection and was route recovery mode. Patient continue recharging and advised to position the recharger an inches under the incision an managed to get excellent connection for a while and eventually get good connection with red ins battery. Patient will continue charging their ins.